Event description:
While evaluating a returned olympus lucera ultrasound videoscope, foreign material was discovered at the forceps stand and the probe unit was damaged. There was no patient involved during this event.

Manufacturer narrative:
This combined report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation was conducted during this investigation. The subject device was returned, evaluated, and as noted in b5 the acoustic probe was found damaged and there was foreign material at the forceps stand. Based on the results of the investigation and the condition of the returned device, the definitive root cause for the reported failure mode could not be determined. However, it appears likely that wear & tear and poor reprocessing may have contributed to the reported failure modes. Olympus will continue to monitor the field performance of this device.